Event description:
On (B)(6) 2022 a patient underwent a hybrid left atrial posterior wall ablation (convergent) procedure with concomitant left atrial appendage (laa) exclusion. The convergent portion was completed successfully. During the video-assisted thoracoscopic surgery (vats) clip portion of procedure, the pro235 was deployed, after which it was noted that the patient¿s oxygen saturation dropped and heart movement was not noted on transesophageal echocardiogram (tee). The patient was found to be in ventricular fibrillation and required defibrillation. The clip device was not removed from the laa, and the patient was stable when transferred to cvicu. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4). The device was not returned for investigation and the lot number was unable to be ascertained in order to conduct a device history review.